Manufacturer narrative:
It was reported "top of bed was being raised. Left side did not go up as much as right side. Looked under top of bed, saw bar across top of be is bent outward left side of bed at top is always lower than right side. Does not raise up as much. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "the pendant has loose and exposed wire and also remote stuck sometimes. Top of bed was being raised. Left side did not go up as much as right side. Looked under top of bed, saw bar across top of be is bent outward left side of bed at top is always lower than right side. Does not raise up as much.